Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the pusher for analysis; the coil was not attached to the pusher. The implant coil was slightly noted to be deformed, but still closely wound on the distal section. The implant coil was stretched on the proximal section, close to the tie-knot. The gel was noted to be absent on the proximal portion of the coil. There were no signs of damage to the pusher. The pusher was dissected to expose to analyze the attachment tether tip. The tip displayed minor signs of tensile break, and the rebound length was within specification. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached partially in the microcatheter. The coil was removed in its entirety along with the microcatheter from the patient. There was no reported intervention or patient injury. The patient is reported to be stable.